Event description:
It was reported that the daughter of the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated the patient's remote communicator displayed a red call doctor icon. Troubleshooting was performed, and a successful patient-initiated interrogation was sent. Right ventricular (rv) pacing lead impedance out-of-range was observed, and the patient was referred to their clinic. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the daughter of the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated the patient's remote communicator displayed a red call doctor icon. Troubleshooting was performed, and a successful patient-initiated interrogation was sent. Right ventricular (rv) pacing lead impedance out-of-range was observed, and the patient was referred to their clinic. No adverse patient effects were reported. This crt-p remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.